Event description:
It was reported that the coil was malpositioned, requiring snaring, and vessel spasm occurred, requiring medications. This 2x4 embold fibered detachable coil system was selected for use in a phrenic artery embolization procedure. It was noted that the vessel was moderately tortuous. During the procedure, the coil was advanced through a 2f truselect microcatheter into a sub-2mm phrenic artery branch. After being advanced approximately 2 cm into the microcatheter, significant resistance was felt, and it was difficult to advance the coil. Additionally, vessel spasm was observed at that time. The patient received nitroglycerin in order to improve the vessel spasm. An attempt was made to push and retract the coil several times, and when attempting to resheath the coil, the coil would not retract into the sheath. The microcatheter was removed; however, the coil remained in the phrenic artery branch and was noted to have stretched. A snare was then used to remove the coil. The procedure was completed with a different embold device and there were no patient complications.

Event description:
It was reported that the coil was malpositioned, requiring snaring, and vessel spasm occurred, requiring medications. This 2x4 embold fibered detachable coil system was selected for use in a phrenic artery embolization procedure. It was noted that the vessel was moderately tortuous. During the procedure, the coil was advanced through a 2f truselect microcatheter into a sub-2mm phrenic artery branch. After being advanced approximately 2 cm into the microcatheter, significant resistance was felt, and it was difficult to advance the coil. Additionally, vessel spasm was observed at that time. The patient received nitroglycerin in order to improve the vessel spasm. An attempt was made to push and retract the coil several times, and when attempting to resheath the coil, the coil would not retract into the sheath. The microcatheter was removed; however, the coil remained in the phrenic artery branch and was noted to have stretched. A snare was then used to remove the coil. The procedure was completed with a different embold device and there were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory this embold fibered coil system was visually and microscopically examined. Visual examination revealed a stretched and separated partial coil with bent couplers. The delivery wire/proximal tip was received inside the delivery sheath. The perforations were snapped from the customer site but not pulled. Microscopic examination revealed a stretched coil and separated partial coil with bent couplers. The coil was detached from the distal coupler weld. The complaint was confirmed for issues due to coil and delivery wire damage.